Manufacturer narrative:
(B)(4). Concomitant medical products - vanguard cr interloc cemented femoral#183028 lot#717880, series a pat std #184766 lot#393630 and biomet cc cruciate tray #141232 lot#141232. Multiple MDR reports were filed for this event, please see associated reports: vanguard cr interloc cemented femoral - 0001825034-2017-07664. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it is implanted in the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient is experiencing clicking and pain in the left knee one year post initial surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Without the opportunity to examine the complaint product, root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.